Event description:
It was reported that a patient enrolled in the attain performa clinical study was experiencing phrenic nerve stimulation (pns) while sleeping on their stomach. The symptoms were able to be replicated with in-office testing. The lead has been reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)